Event description:
During stent deployment, the balloon burst leading to deployment of an under expanded stent. The report received indicated that during a coronary procedure to the mid left anterior descending artery (lad), the lesion was pre-dilated then the physician advanced the 3.50 x 23mm cypher stent delivery system (sds) to the target lesion; then during deployment when the pressure reached about 14 atmospheres, the balloon ruptured. The stent deployed, however, not completely; therefore, the stent did not achieve good wall apposition and the distal-lad did not have good blood flow. Further info indicated that the physician thought blood flow had improved; however, to prevent other problems decided not to post-dilate the stent. Angiography confirmed the balloon burst as contrast media was coming out from the balloon. The device was removed from the pt without further complications. The pt was reported to be doing fine; however, remained under observation. Further info indicated that there was no resistance encountered during the procedure. The target lesion presented 90% stenosis. The contrast to saline ratio used during the procedure was 1:1.

Manufacturer narrative:
As the stent was implanted, only the stent delivery system is available for eval. As of yet the product has not been returned for eval; however, a device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.